Manufacturer narrative:
The probable root cause was attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated scope.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The site reseated the endoscope to resolve the reported problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the images were reversed with the up/down settings while using a 30-degree endoscope. The site reseated the endoscope, which resolved the issue. The customer confirmed that the system and the endoscope were working properly after that. The tse reviewed the system error logs but found no related errors. The tse explained that the issue might be caused by the guide tool change function. The procedure was completed with no reported injury.